Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that, when the patient came to the stage 2 surgery, they had a fever of 101 and redness and tenderness at the external lead site. The doctor determined there was an infection from the external lead. The lead extension and the tined lead were removed and the issue was resolved. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.